Event description:
It was reported that the surgeon found the insert to be loose from baseplate on an x-ray. Surgery is not scheduled yet and surgeon wants to follow patient.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this event was already reported on 1020279-2018-01782.